Manufacturer narrative:
A field service engineer (fse) contacted the customer over-the-phone, who had by this time removed the incubator cover and rotor and removed a debris that was blocking the rotation of the incubator. The customer had already reset the instrument and was running patient samples without error or issue. The instrument was operating properly per manufacturer specifications and returned to service. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 29jun2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-900 operator's manual under section 12 flags and error messages states the following: 4271 - incubator home detect error cause: the home sensor s120 failed to be activated after the incubator moved toward the home position. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. 4275 - incubator slipping detected cause: while the incubator was moving over the specified distance, the stipulated number of detections did not occur at the home sensor s120. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. The probable cause of the reported issue was due to debris inside the incubator which blocked movement.

Event description:
A customer reported getting error messages 4271 - incubator home detect error and 4275 - incubator slipping detected on the aia-900 instrument. The customer looked for any obstructions that would prevent the incubator from moving correctly but didn't find any. A field service engineer (fse) was dispatched to address the reported event over the phone, which resulted in delayed reporting of prolactin (prl), intact parathyroid hormone (ipth), follicle stimulating hormone (fsh), progesterone (prog ii), estradiol (e2), and luteinizing hormone (lh ii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.